Manufacturer narrative:
(B)(4): stent placed in a restenosed lesion-not de novo. There was no reported product deficiency. The reported patient effects of myocardial infarction, thrombosis and surgical procedure are also known adverse events as listed in the rx/otw mini vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The promus is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2012, the patient had a proximal and distal right coronary artery (rca) stenting procedure and a non-abbott stent was deployed. On (B)(6) 2012, an unknown stent in the left anterior artery (lad) implanted in 1999 was found to be restenosed. A promus (2.5 x 28 mm) stent was deployed in the lad and a mini vision (2.0 x 15 mm) stent was advanced in the diagonal branch through the old restenosed stent and deployed. On (B)(6) 2012, the patient presented to the emergency room was diagnosed with an acute myocardial infarction and stent thrombosis of the rca, diagonal, and the lad stents. Angioplasty and thrombectomy were done. A dissection occurred in the diagonal artery from the non-abbott balloon. When thrombosis in myocardial infarction (timi) grade 2 flow was obtained in the lad and the diagonal arteries, the thrombosis in the rca was treated with a thrombectomy. The patient was taken to surgery and a coronary artery bypass graft (CABG) on four vessels resolved the event. There was no additional information provided.